Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets fell off during use events between (B)(6) 2024. The infusion set was in use for less than 12 hours. The blood glucose level was 150-200 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 7 of 10.